Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The dilator advanced poorly in comparison to other procedures. The valve leaked. The device was removed and another of the same device was used to complete the procedure. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation / evaluation: during the course of investigation, a functional test, along with a review of the complaint history, quality control and a visual inspection of the returned used and damaged product was conducted. A visual examination noted the sheath was bent/kinked in two locations; however, this damage likely occurred during the returned shipment to the manufacturer. Leak testing of the returned complaint device confirmed leakage. During the evaluation, the device was disassembled to visually inspect the valve. The valve appeared to be punctured (possibly with the wire guide or dilator), next to the center of the pre-slit valve. The complaint also mentioned the dilator was more difficult to push through than in previous procedures. Based on the information provided and the investigation of the returned complaint device, it is likely that the valve was damaged when the dilator was inserted into the sheath. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Per the risk specification, used to assess the risk of this failure mode, it was determined that no risk reduction activities are required at this time.

Event description:
The dilator advanced poorly in comparison to other procedures and it was noted that the valve leaked. The device was removed and another of the same device was used to complete the procedure. The patient did not require and additional procedures nor experience any adverse effects due to this occurrence.